Event description:
It was reported that temperature alarm occurred and pump could not be cleared to resume insulin, with no exposure to extreme temperatures or charging at the time; blood glucose impact was unknown because caller declined to provide details. There was no reported impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.